Event description:
It was reported that an 8f angio-seal sts plus was selected for use post percutaneous coronary intervention (pci). Hemostasis was achieved and the patient was sent home. The patient's cardiologist received a phone call from the patient's wife, who reported that the patient had redness and oozing at the puncture site, and a slight fever. The patient went to a different hospital, where the cardiologist also works, and antibiotics were administered. At the hospital where the angio-seal was deployed, the staff routinely changed gloves, give the groin area a betadine bath and change the towel near the groin before implanting an angio-seal. The cardiologist is unsure where the groin infection originated from, and doesn't believe the angio-seal cause the infection. The patient was kept in the hospital for observation, and no surgery was performed. The patient is reported to be stable and is being kept on antibiotics until the infection clears.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water, and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistant tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.